Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician stated he was not able to advance the angio-seal over the wire. The wire fit into the device; however, it could not be advanced. The physician described it as "hitting a brick wall". The wire and angio-seal were removed, and manual pressure was held. There was no negative effect to the patient. The procedure performed was a femoral access. There was no patient injury, and no blood loss was reported. Additional information was received on 05nov2024: this physician did an angiogram prior to deploying a closure device; however, the representative was not there to witness it.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).